Manufacturer narrative:
System analysis/service repair: the system was repaired in the field on (B)(6) 2017. The reported touchscreen non-response issue was confirmed and determined to be the result of a faulty top cover. The top cover was replaced; the system was tested and verified to specification.

Event description:
It was reported that while using the laser system during a pvp procedure the touchscreen became unresponsive. The procedure was completed using a different device. No patient complications or injury was reported.